Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as surgical impact opening. Rupture: observed missing piece of shell assessed as inconclusive. As per the investigation procedure stress mark was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture. Healthcare professional later confirmed rupture. Device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Healthcare professional later confirmed rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, h6.

Event description:
Patient reported right side rupture. Healthcare professional later confirmed rupture. Device has been explanted and not replaced.